Event description:
Screws and graft used in male sling procedure were removed due to "screw dislocation." Info provided states reasons for non-revision procedure: malposition, pt dissatisfaction and recurrent incontinence.